Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted traces of blood/body fluid in the lumen at the electrode end; this is common as this is an open lumen lead. A new stylet and guidewire were both able to be passed through the lumen and removed without any issues or blockages. Laboratory analysis was unable to confirm the reported clinical observation.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the guidewire was not able to be fully inserted into the lumen. The lv lead was extracted and successfully replaced. No adverse patient effects were reported. The lv lead was then returned for laboratory analysis.